Event description:
During a surgery a missdrilling in combination with the target device and its sleeves was noticed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary. The manufacturing documents could not be reviewed as the lot-codes were not available. A physical examination could not be carried out as the both devices were not available for evaluation. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedural check prior to use. No information was given which kind of nail had been used. Further, the kind of preparing the intramedullary canal may be essential for inserting the nail without deflection. Depending on the bone curvature this may contribute to sufficient drilling. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure. Device not returned.

Event description:
During a surgery, a missdrilling in combination with the target device and its sleeves was noticed.